Manufacturer narrative:
Date sent: 10/2/2007. Damaged release button post. The analysis results found that one device was returned with the indicator disk broken and with a cartridge loaded on the device. The cartridge was received partially fired. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. After further analysis, it was noted that the device firing mechanism was noted to be damaged, as the firing trigger did not return to its home position after each stroke. The device was disassembled to verify the condition of the internal components and the left side release button post was noted to be broken. Even though the release button is not part of the firing mechanism, when it brakes, it creates friction to the firing trigger not allowing the trigger to properly return to its home position. In addition, while no conclusion could be reached as to how the indicator disk became broken, it should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specification prior to shipment. The mfg records were reviewed and no anomalies were found during the mfg process.

Event description:
It was reported that during a CABG procedure, the device could not fire. Another device was used to complete the case. There were no adverse consequence to the pt.